Event description:
Operating room nurse reported to sales rep that the acetabular reamer handle broke during surgery. She further reported that a similar reamer handle from another set was taken, but this one broke as well. She also reported that a similar reamer handle from a third set was available and that the procedure could be continued successfully.

Manufacturer narrative:
Additional lot# v10871001. Device manufacture date for lot # v56694001 - unk. Device manufacture date for lot # v10871001 - 04/23/2004. A supplemental report will be submitted upon completion of the investigation.